Event description:
It was reported the patient¿s pump was revised because it had flipped and they could not access it. The pump was returned to correct position in the revision. The patient was also seeking a new hcp as their physician was no longer filling the baclofen pump. The pump was used to deliver baclofen. No patient symptoms or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).